Event description:
It was reported that this patient received shock therapy from this implantable cardioverter defibrillator (ICD) device across multiple stored episodes. A review of the episodes by boston scientific technical services (ts) indicated that the device provided inappropriate shocks due to a supraventricular tachycardia (svt). Ts also indicated that there was some atrial undersensing noted, creating a scenario where the device determined that the ventricular rate was greater than the atrial rate, which triggers the device to provide therapy. Ts recommended to the boston scientific representative (rep) that they could consider making the device more sensitive but that the automatic gain control (agc) is already programmed to 0.25 millivolts in the atrium. Ts also indicated that they could consider increasing the zones of detection. The rep indicated that they will discuss this with the physician. The device remains in-service. No additional adverse patient effects were reported.